Event description:
The patient is pursuing a product liability claim. It was reported, that a ncb plate for femur, right, 13 holes was implanted on (B)(6) 2013 on the right side. The patient felt her "leg snap" and make "crunching noises." On (B)(6) 2013, the patient underwent a revision surgery due to a breakage of the plate.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, and amended medical device report will be submitted. (B)(4) .